Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif), fracture of distal humerus with (9-hole plate) and screws, while inserting 3.5 ti cortex screw self-tapping 20mm through the plate the head of the screw broke, which remained implanted in patient. The surgeon elected not to remove the broken screw. It was reported that due to patient having hard and dense bone it might cause breakage of screw. The plate was fully intact and there is no allegation against the plate. Surgery was successfully completed with another screw without any surgical delay. Patient status/outcome was unknown since reporter was not present during surgery. This is report number 1 of 1 for (B)(4).